Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an unknown hip procedure on an unknown date. During the procedure cement spacers were implanted. It was further reported that approximately twenty-four hours after the procedure, patient fell into a coma. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6), 2012. Subsequently, the patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with head, neck, and stem cement spacer molds. Approximately 24 hours after the revision procedure on (B)(6), 2015, the patient fell into a coma. No further information has been provided.